Manufacturer narrative:
The device was further evaluated by stryker. The reported failure of the lid locking tab being broken is verified. The broken tab is a critical part of the on/off mechanism, the device is unable to power on. The root cause of the reported failure is determined to be the broken on/off switch.

Event description:
Third party service agent contacted stryker to report that their customer's device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Third party service agent performed initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Third party service agent contacted stryker to report that their customer's device would not power on. There were no reports of patient use associated with the reported event.